Event description:
The computer, serial cable, charger cord, and flashcard were returned for analysis on (B)(6) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Follow up with the reporter revealed the new computer sent out by the manufacturer was working properly with the programming wand, ruling out a wand issue.

Event description:
Reporter indicated a vns handheld computer was not holding a charge. Attempts for return of the computer and flashcard are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.